Event description:
Revision surgery occurred for patient with a bicompartmental knee implant.

Manufacturer narrative:
Revision surgery occurred for patient with a bicompartmental knee implant. Review of the device history record indicates that the device was manufactured to specification.